Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Hold for mrd 04/21/20.it was reported to boston scientific corporation that a speed band super view super 7 device was used in the lower esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the bands were attempted to be deployed; however, the two bands were deployed at once. The procedure was completed with another speed band super view super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 1484 captures the reportable issue of bands prematurely deployed. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that only the ligator head was returned. It was also noted that the device returned without the handle assembly. Additionally, the ligator head had seven bands attached to it which were moved out of their original positions and the ligator head teeth were bent. The suture hole was found damaged and the suture was found broken. No other issues with the device were noted. Based on the evaluation of the returned ligator head, these failures are likely due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity. Handling or manipulation of the device could create tension in the suture, generating the suture hole damaged and the suture broken which could have contributed with the reported issues. The reported event was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the lower esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the bands were attempted to be deployed; however, the two bands were deployed at once. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.